Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump for non-malignant pain. It was reported that there were no alarms when interrogating the pump but there was a recent revision. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump was recently revised and the revision was to better position the pump. No specific symptoms were reported. The pump was re-positioned, but there was not a specific date of occurrence. No cause was identified and no troubleshooting was done ahead of time.